Event description:
It was reported that occlusion alarms occurred. Additionally, air bubbles were observed in the tubing. Customer primed the tubing and successfully resumed insulin therapy. Customer¿s blood glucose level was 148 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.